Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed that the ccd module fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd module.based on the technical report, it was evalauted to submit MDR. Correction information: g6: follow up #1 h6: coding changed based on the investigation result.

Manufacturer narrative:
This device is not distributed in us so that unique identifier is blank. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
There was a leakage at the control body. The reason is a loosened suction arm. This event occurred at the time of before use. There was no report of patient harm.